Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter session ended after just 2 weeks occurred. Data was evaluated and the allegation was confirmed as transmitter fatal error was confirmed. The probable cause was determined to be transmitter fatal error. The reported event of a transmitter issue is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported

Event description:
It was reported that a transmitter session ended after just 2 weeks occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed, and the test failed with 0 voltage. A review of the downloaded data log confirmed the reported event of transmitter session ended after just 2 weeks occurred. The probable cause was determined to be transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D10: device availability ¿ additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.